Event description:
It was reported to philips that the system could not make exposures. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The procedure was completed by moving the patient to another system. Field service engineer (fse) checked the device on site and confirmed the reported problem. Upon troubleshooting, fse checked the adu and found a burning smell, the internal coil was confirmed burned. To resolve the problem, fse replaced the adu and return the part for further analysis and it found the adu failure was caused by a disrupted coil on the pcb. After the repairs were completed, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.